Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis was a touch contamination event due to his advanced age, loss of dexterity, and repeated bouts of confusion. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Klebsiella is considered normal flora of the gi tract and in feces. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain on (B)(6) 2025. An evaluation of the patient¿s peritoneal effluent fluid revealed it was cloudy, and a peritoneal effluent fluid culture and cell count (results unavailable) were collected. The patient was formally admitted and was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2025, and the patient¿s vancomycin was discontinued. The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient resumed ccpd at home utilizing the same liberty select cycler without any reported issues. The pdrn stated the cause of the peritonitis was a touch contamination event due to his advanced age, loss of dexterity, and repeated bouts of confusion. Per the pdrn, stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain on (B)(6) 2025. An evaluation of the patient¿s peritoneal effluent fluid revealed it was cloudy, and a peritoneal effluent fluid culture and cell count (results unavailable) were collected. The patient was formally admitted and was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2025, and the patient¿s vancomycin was discontinued. The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient resumed ccpd at home utilizing the same liberty select cycler without any reported issues. The pdrn stated the cause of the peritonitis was a touch contamination event due to his advanced age, loss of dexterity, and repeated bouts of confusion. Per the pdrn, stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.